Manufacturer narrative:
Customer reported the device user may have silenced the alarm at the central station, although this could not be confirmed since documentation from the event was not available for review. The central station's display was returned to the company for eval and there were no problems found. It was tested to factory specifications and passed.

Event description:
Customer reported a pt expired while being monitored on the panorama central station with spectrum bedside monitor, and the central station did not produce an audio alarm.